Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the vad coordinator that controller display is not working anymore. Controller was exchanged and no consequences to the patient. No further information is provided.

Manufacturer narrative:
The reported event of a faulty display was confirmed on the returned controller, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications; the device passed external visual examination but failed functional testing due to the intensity of the right side of the lcd gradually diminishing over time. The controller's lcd module was replaced with a known "good" module. The controller powered up successfully and was able to run for 30 minutes without any anomalies. The most likely root cause of the reported event can be attributed to a faulty lcd module. Lcd related failure modes are currently being investigated by the manufacturer. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.